Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an impedance of 900 ohms in the unipolar configuration and greater than 2000 ohms in the bipolar configuration. Unipolar thresholds were 1.2v @ 0.5 milliseconds (ms) and bipolar thresholds of 2.5v @ 0.5 ms. No noise was present in the unipolar configuration. This patient was not device dependent and the physician had elected to continue to monitor this issue in the unipolar configuration. No adverse patient effects were reported.